Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement and unchanged mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip (91226u257) was implanted, reducing mr to a grade of 1. Roughly four months later, the patient returned to the hospital. Echocardiography showed that the clip was stable, but mr had increased to a grade of 3. The physician stated that the increased in mr was due to progression of disease. On (B)(6) 2020, a second mitraclip procedure was performed to treat mr with a grade of 3. Prior to inserting the device, it was noted that the patient had a restricted posterior leaflet and an enlarged atrium and ventricle. One clip (00410u152) was inserted and grasping was performed. It was noted that mr reduced to a grade of 1, but after the clip was deployed, mr returned to a grade of 3. It was then noticed on transesophageal echocardiography (tee) that the clip had rotated counter clock wise on the leaflets and was perpendicular to the line of coaptation. However, the clip remained stable on both leaflets. The physician decided to implant an additional clip (00303u213) laterally of the rotated clip. The clip was inserted, and grasping was performed, but it was very difficult to get both leaflets onto the clip arms. After the grippers were lowered several times, the leaflets showed lifting, resulting in a non-satisfactory grasp. Therefore, the clip was removed, and an additional cds was advanced. The leaflets were successfully grasped, but mr was unable to be reduced. The physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 3 and the physician decided to treat the patient with medication. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported migration and mitral regurgitation (mr) appear to be due to challenging patient anatomy. The reported patient effect of mitral regurgitation is included in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.